Event description:
It was reported that the user experienced sustained high glucose while using the ilet system with a contact detach infusion set, with glucose confirmed by fingerstick at 389 mg/dl and no reported meal entries, and the user completed a supply change after initial observation did not resolve the elevation. Symptoms included hyperglycemia and shaking. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.